Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old hispanic female patient underwent a breast augmentation revision with a 300cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On july 24, 2023, it was noted that mentor erroneously excluded the information that two devices with the same lot number were returned. Since mentor could not determine which returned device was the impacted product, both devices were investigated. The investigation summary reported in the previous medwatch report applied to both returned devices. Manufacturer¿s reference number: (B)(4). On (B)(6) 2023, it was noted that mentor erroneously excluded the information that two devices with the same lot number were returned. Since mentor could not determine which returned device was the impacted product, both devices were investigated. The investigation summary reported in the previous medwatch report applied to both returned devices.

Manufacturer narrative:
On august 19, 2022, the mentor failure analysis lab has received the device for evaluation. Moreover, mentor received additional information regarding the patient's device explantation date and diagnosis. The device date of explantation has been updated to (B)(6) 2022. The additional information received regarding the patient's diagnosis stated that the implant was found to be intact during explantation surgery and that the patient had ptosis on the right breast. Mentor updated the complaint's coding for accuracy. All relevant fields have been updated on this report. On august 30, 2022, the evaluation for the devices was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg 300cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).